Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to get assistance with the basal rates on the insulin pump. The customer then mentioned that she was hospitalized two months prior for unk high blood glucose levels. Nothing further was reported.